Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-mar-2017, an fse visited the customer facilities where the customer reported a tip drop by the sorter. The fse found that the alignment for the hybrid arm to tip lane was off, re-aligned all hybrid arm positions, and aligned all the corners of the tip boxes. Upgraded software to rev 2.05. Then the fse tested the instrument with no errors. A followed up with the client on 13-mar-2017 confirmed that the instrument was performing as intended. No further actions were required by field service. The most probable cause of the reported event was the hybrid arm nozzle and tip box alignment needed alignment.

Event description:
On (B)(6) 2017, a customer reported error 4053: sorter z-axis home over-run with their aia-2000 analyzer. The customer was unable to run beta-hcg, e2, and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, e2, and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.